Event description:
It was reported by the parent that 25 unit bolus was administered to the patient. The parent stated that they gave no such bolus and called 911. A ambulance arrived and monitored the patient's blood glucose (bg) values. The patient's bg values never rose above 110 mg/dl. For treatment, the patient was monitored by the medical technicians and the parent gave sugar prior to their arrival. The ambulance left after 20 to 30 minutes. No further details to report.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ambulance being called. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
In the case description, the user mentioned that a 25u bolus was delivered that was not programmed by the user. The insulin delivery history of the pdm confirmed that a 25u bolus was delivered on the date of occurrence. No carb values or bg values were entered into the bolus calculator for this delivery, unlike the two other boluses delivered that day where carb values where entered. The android log files showed that the 25u value was not randomly selected by the pdm. The log files tracked the total bolus volume for this event as it went from 0u to 2u to 25u as the value was entered one digit at a time. The android log files also showed the press of the start button to confirm the bolus delivery, which then caused the pdm to go from the bolus calculator screen to the bolus delivery progress screen. The android log files indicate that the 25u bolus that was reported was input and confirmed by the user. The pdm was found to function as intended during the investigation.